Event description:
It was reported that the patient experienced a low glucose event while sleeping, with a continuous glucose monitor reading of 53 mg/dl and treated the episode with eight glucose tablets and grape juice, after which glucose increased to 89 mg/dl; the medical device problem and device component were recorded as insufficient information. Symptoms included hypoglycemia with shaking or tremors. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and no device-specific issue or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.